Manufacturer narrative:
There was no patient involved with this concern. No parts have been received by the manufacturer. The va hospital will reportedly not be sending the hard drive back. The hard drive will be destroyed according to the va protocol.

Event description:
A medtronic representative reported that the system became unresponsive after selecting the edit 3d model button within the plan page of the cranial application. The system did not respond to software reboot. He hard booted the system was able to edit model within the cranial application as expected. He noted that the system was also running slower than expected. The issue was detected outside of surgery with no patient present.

Manufacturer narrative:
The software analysis of the log-files did not contain anything relevant to the symptoms called out in the reported event. In addition, the computer's hard drive was removed by the site prior to return to manufacturer for evaluation. The investigation was unable to determine a probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. A site representative reported that the system was fully functional with the replacement computer.